Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with and unk "pelvic mesh product" on an unk date to "treat her pelvic organ prolapse and/or stress urinary incontinence." It was alleged by the plaintiff's attorney that the plaintiff has "experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, has undergone and will undergo corrective surgery or surgeries", and has had other injuries.

Manufacturer narrative:
The device implanted in this pt was not specified. Should additional info become available regarding this event it will re-evaluated and a f/u report will be sent.